Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00474 on (B)(6) 2020. Additional information (11-aug-2021): siemens completed the investigation and determined a clogging or blockage from a viscous gel-like material can occur and cause a partial blockage in the probe (1) tubing line. A build-up can occur in the second waste reservoir, leading to waste transfer, vacuum errors and cause the analyzer to enter an offline/stop mode. Siemens determined the gel-like material consists of various proteins that accumulate over time from running patient samples on multiple assays. The atellica im 1300 will stop processing samples until the waste container, and connected tubing are cleaned. The operator of the atellica im 1300 will become aware of the behavior when the system detects a waste system blockage during the daily 'autocheck' maintenance thru alert messages. Siemens completed the investigation and concluded that samples and test results are not affected, and there is no potential for obtaining erroneous results. The instrument is operating as specified, and no further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a siemens customer service engineer (cse) to the customer site. Siemens investigated the occurrence and noted an accumulation of gel in the secondary waste reservoir, the connected tubing, and the transfer waste pump. The issue leads to an autocheck and secondary vacuum failure. A siemens cse serviced the atellica im 1300 analyzer and cleaned the waste reservoir with hot water. The reservoir was verified and fitted back on the analyzer, and no issue was noted during daily maintenance. The cse monitored the performance of the analyzer and was informed of a recurrence. The cse performed additional services on the pump and noted a blockage in the pump head. Additional maintenance was performed on the pump, and the module was placed back online for testing. Siemens is investigating the event.

Event description:
The customer observed an issue with the waste transfer pump on the atellica im 1300 analyzer. The customer informed siemens that the analyzer was inoperable and a backup analyzer was not available. The issue caused an apparent delay in testing and reporting patient results. The customer informed siemens that the patient samples were sent out to an alternate laboratory for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in testing and reporting results.